Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch 2032227-2016-34103.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a no delivery during a bolus delivery. The blood glucose reading was 441 mg/dl. The insulin pump had been resolved with changing the infusion set and reservoir. The caller declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.